Event description:
It was reported during a breast biopsy, an error code l3-009 was occurring during the initialization of the qa probe. The customer plugged in another probe and the error code was still displayed onto the lcd screen. Troubleshooting indicates excessive bending of the cable. The tech tried to unwind, but the cable would not allow for the error code to disappear. The st holster will be evaluated for green cable damage. The pt will be rescheduled for the procedure.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.